Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 500cc mentor memorygel breast implant prostheses and experienced bilateral breast pain and rupture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Since the devices were observed to be severely ruptured upon explantation, the devices were discarded and are not available for device evaluation. This report is for the left-sided prosthesis.